Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing insulin leakage while using the infusion sets. She stated she smelled insulin and noticed moisture at the headset after bolusing. Her blood glucose elevated to 300 mg/dl. Her normal blood glucose level is under 200 mg/dl. When she removed the headset, she found the cannula was bent. This occurred within 12 hours of inserting the headset. She bolused to lower her readings. She stated she manually inserts the headsets. The patient did not require treatment from a health care professional or second party to address the issue. No product will be returned for evaluation.